Manufacturer narrative:
A review of the device history records was performed for the indicated packing and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Navilyst medical has made repeated attempts to obtain an updated pt's condition status for this event. Upon the receipt of this info and the conclusion of the investigation, a follow-up medwatch will be submitted. (B) (4).

Event description:
As reported, "the platinum tip of a guidewire packaged with a PICC device broke off in a pt's arm. The wire resisted as the tech tried to pull it out of the needle. When the tech attempted to remove the needle and guidewire at the same time, the tip of the wire fractured and stayed in the arm. It appears that the guidewire was not lubricated prior to use." At the time of the reporting, the guidewire had not been removed from the pt. It was stated that the physician would" observe and possibly due an MRI." The guidewire was not available for return .